Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer biomedical engineer (biomed) manager. The biomed contacted the nurse/clinical quality improvement specialist who stated they were requesting the logs files to confirm that there were no delays in notification or treatment of the patient and to hopefully verify that the patient was on continuous pulse oximetry if possible. The biomed later confirmed with the tc that there was no delay; they just wanted to see what o2 sensor was reading at the moment. Based on the information available, there was no alleged product failure; the customer just needed the log files for review. This complaint is deemed not reportable with philips due there is no allegation of product deficiency or other indication that a product performance issue or malfunction has occurred. The customer has requested assistance from philips only.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix. It was reported the customer requested assistance in obtaining the clinical audit logs following a patient incident. It was indicated the patient developed an spo2 issue and passed away; however, it was also indicated there was no impact to the patient. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in clinical use at the time the issue was discovered.